Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed that the customer swapped out the patient side cart (psc) to resolve the issue. The system was verified and ready to use.

Event description:
It was reported that during a da vinci-assisted surgical procedure, one patient-side arm moved downward unexpectedly while a needle driver was installed, and staff used the instrument release kit to remove the instrument. The technical support engineer (tse) then guided the team through a hard power cycle of the system and verification of all blue fiber cables. After power was restored, the system displayed an error on the surgeon console touchpad and all power button indicators blinked blue for several minutes until the system eventually completed boot-up and indicated it was ready, at which point the clinical team chose to remove the system from service and use another system to complete the case. The procedure was converted to another dv system with no reported injury.